Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump lost connection with the tandem mobile application which resulted in the customer being unable to deliver a mobile bolus. Subsequently, the customer's blood glucose (bg) level displayed as "high", although specific value was not provided. The customer delivered a bolus via the pump to address bg level and continued to use the pump for insulin therapy.